Event description:
A report was received that the patient was experiencing pain at the ipg pocket. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The patient was doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the ipg pocket. The patient will undergo a revision procedure.